Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a lot of corrosion inside. All rusty-corroded parts need to be replaced- top cover, front panel with its bracket. The led of exam on did not work. Rear panel will be replaced too. The capacitors near front panel are corroded. They need to be replaced. The chassis of the unit will be replaced too. The chassis are normal wear and tear, but they need replacement. The video socket was fully functional but filled by a lot of dust mixed with moister. It needs to be replaced. The power switch was outdated and requires replacement. The software version 1.03 is outdated and should be upgraded to 4.10 version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, front panel lighting failure due to system failure. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the light-emitting diode (led) of examon did not work due to a failure of the front panel control.. Olympus will continue to monitor field performance for this device.